Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a reaming of the femoral head and neck was performed with a stepped reamer drill bit. After completing the reaming, the tip of the stepped reamer was found to have come off in bone. The device was easily retrieved. There was a minimal surgical delay reported. There were no adverse consequences to the patient. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).